Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on the pink rubber. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: a cut on the pink rubber. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.